Event description:
It was reported that when using the bd pyxis¿ es server patients from the behavioral health unit were not admitted to the correct unit in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, catalog, model and manufacturer date not available. Correction: section d medical device catalog, medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the system. A technical support specialist (tss) dialed into the server and checked the patient record, confirmed the patient was admitted to the ed unit. The customer stated the patient should have been in the bh unit, indicating an issue on the cerner side, verified the last message received for this patient, updated in patient to outpatient status. The customer confirmed there was an interface-related issue, transferred the case to the integration engineering support team (iest) to investigate any communication problems between cerner and the interface. The requested change was completed, informed the customer that cerner might need to resend the admit discharge transfer (adt) and orders for impacted patients or monitor for new activity to confirm proper functionality. Tss then changed the configuration to route patients to correct facility for behavioral health unit. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patients from the behavioral health unit were not admitted to the correct unit in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.